Manufacturer narrative:
The insulin pump was received with a critical pump error (open book error) and a pump error 35 found in the formatted history file due to a corroded electronic assembly. The motor assembly was found with traces of corrosion per visual inspection. We were unable to perform the functional test including the self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, and displacement test due to the critical pump error. The pump was received with a missing keypad overlay and display window cover. A peeling serial number label and a minor scratched display window and case were also noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a keypad overlay that was torn and peeled off the insulin pump.